Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, there were episodes of non-sustained right ventricular oversensing caused by myopotential oversensing. The myopotential oversensing was potentially due to the enlargement of myopotential signals by the low frequency attenuation filter the device was reprogrammed and the patient was stable.